Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system not booting past 00:00. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the flex vision pc would not turn on. The fse tried replacing the flexvision pc, but the flexvision pc received was defective. To resolve the issue, fse ordered another flex vision pc and replaced it, reset memory module assemblies and inspected hard drive, computer connections, and power supplies. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that system was not booting, stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.